Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets bent cannula events on (B)(6) 2025. The events occurred after three or more hours of insertion. The insertion site was the abdomen. The infusion sets were used for five hours. Blood glucose level was displayed high at the time of the event due to which patient took assisstance from the hospital and got treated with intravenous (IV) fluids and insulin injections and patient took correction bolus via pump itself to resolve the issue. Patient was found positive for ketones level and ketones level were found to be dangerous/life threatening. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.